Event description:
Sales rep reported that the surgeon used the mini maxtorque set this morning for the first time and the hex driver tip broke in the screw.

Manufacturer narrative:
30050395808-01/29/2010-001-r.